Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was broken. A field service engineer (fse) identified that the slide rail was unattached on drawer 5.2 and replaced the drawer to resolve the issue. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer was broken, and the customer also mentioned that the bracket had come off the drawer. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another station or main pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.